Manufacturer narrative:
Bed was picked up from account for repair, no other info is available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed has welds broken on the frame. Technical support generated an RMA for this bed.